Event description:
Additional information was received from the patient. The patient reported that the infection first occurred within 2 days after insertion; she stated that she had surgery and within 24-48 hours, it was infected. She stated that it was draining a lot of drainage from the beginning. The area was red, swollen, and painful. She also noted that she was no longer sure of the dates as the event occurred several years previously. The event date is an approximated date.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable device. The indication for use was non-malignant pain and failed back surgery syndrome. The patient reported the pump was "removed due to infection, was reinserted 3 times with no luck, within 3 weeks of insertion". The dates of the 3 times the pump was reinserted, when the infection occurred, when the device was implanted, medication the pump was used to deliver, the circumstances that led to the infection, and symptoms related to the infection were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.